Event description:
No additional event information was provided.

Manufacturer narrative:
The customer¿s report that the nail did not lengthen was confirmed. Visual inspection showed no visible damage on the nail and it was partially distracted. However, x-ray images of internal components revealed a broken radial bearing. The nail was functionally tested and was unable to distract and retract with the erc and high-speed magnet. Upon dismantling the device, corrosion on the radial bearing was visible. Review of manufacturing records found there were no non-conformances, deviations, or other issues related to the reported event. Inspection data for the lot¿s radial bearing was reviewed and confirmed the part passed all quality inspections. The manufacturing x-ray image showed the radial bearing was seated properly in the housing body. The root cause for the broken radial bearing cannot be identified.

Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unable to be determined at this time.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2020. It was reported that during a follow up appointment they noticed that the nail did not lengthen. No patient injury was reported.